Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated device and a suprarenal aortic extension. Upon follow-up the computed tomography displayed a aaa enlargement and the physician was unable to see the source of the leak clearly. Therefore, the physician performed an angiogram and a proximal endoleak was displayed. In addition the cuff looked about 1 cm below the renal. The physician elected to implant an infrarenal aortic extension and angiogram was performed after and the leak was resolved. The patient is in stable condition.